Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mega suture cut needle driver instrument be returned for failure analysis testing. As of the date of this report, the product has not yet been received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the iron wire of the mega suture cut needle driver instrument was broken at the jaws. The procedure was completed with no patient harm, adverse outcome, or injury. The issue caused a delay in the procedure of less than 15 minutes. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use and there was no damage. It was unknown what surgical task was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure and there were not any issues related to opening/closing of the grips before use. There were not any issues related to left/right (yaw) motion of the grips. In addition, there were no any issues related to up/down (pitch) motion of the wrist. There were any cables visibly protruding from the distal end of the instrument. The reporter did not know how many because she already sent the instrument back to is. No photographic images of the device(s) or a video recording of the procedure were available for is review.

Manufacturer narrative:
The mega suturecut needle driver instrument has been returned and evaluated by the failure analysis team. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute.